Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure. The exact procedure date was unknown. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a050501 captures the reportable event of bands unable to deploy.